Manufacturer narrative:
Concomitant medical products: bd phaseal optima 515052 optima injector. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a patient in neonatal intensive care unit (nicu) was receiving fosphenytoin 0.23ml. The previous dose was 0.19ml. The facility's standard practice is to administer all hazardous medications using syringes with attached phaseal closed system drug transfer device (cstd) through syringe pump. It was found that syringes smaller than 5ml with attached phaseal were not compatible with the syringe pump. The infusion set-up was modified, doses are first measured in 1ml syringes then transferred to 5ml syringe with phaseal attached. Fosphenytoin was drawn into a 1ml syringe and transferred to 5ml syringe with attached phaseal. It was observed by the rn that the device was reading "empty syringe". When another rn tested the device, it did not give the "empty syringe" message but unable to calculate the correct infusion rate when it was programmed using the device's drug library. There was no patient injury. The staff came up with solutions to administer the medication: first was by removing the phaseal from the syringe and infuse the medication using syringe module while the rn wears a personal protective equipment (ppe); second was for the pharmacy to measure the medication in 1ml syringe then transfer to a 5ml syringe with attached phaseal. Phaseal is not removed during infusion.